Manufacturer narrative:
Conclusion: the complaint cannot be verified. Result delivery: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meets the specifications. Date/time lost: according to the pump history the time/date settings have been lost after restart of the pump/battery change. The acid of the supercap has leaked out. Therefore the supercap and the surrounding electronic parts are corroded. The supercap were not functioning anymore and did not provide energy during the battery change to keep the date/time setting in memory. A supercap is a capacitor used for providing energy to the memory integrated circuit to keep the date and time setting for a while, when no battery is in the pump. The insulin pump correctly notified the user to check the date and time setting after restart. The history analysis showed, that the user did not set the date and time correctly, when the insulin pump restarted therefore the hourly basal rate settings differed from the rates normally applied, when the pump has the date/time properly adjusted. E4 were found in the history. The occlusion limits were tested successfully. History list: (B)(6) 2013 customer got an e1 (cartridge empty) on (B)(6) 2013 04:48:15h. Customer confirmed the e1 but directly removed the battery. Due to the supercap, time and date was lost, therefore the next entries in the history list are listed with a default date ((B)(4) 2009). Customer again confirmed the e1, performed a rewind inserted a new cartridge and primed this cartridge according to the user instructions. While setting the pump in run mode again, the customer got a w3 (review time and date) which was confirmed without correcting date and time. After that, the customer tried to deliver a bolus, but an e4 (occlusion error) and w8 (bolus aborted) appeared. While the pump was automatically set in stop mode, a w3 appeared once again. The customer confirmed e4, w8 and w3. No changes were made to the present date/time settings. After that, the customer programmed and delivered multiple boluses. Date/time settings were corrected on (B)(4) 2013 08:52:00h. Due to the wrong date/time settings between (B)(4) 2013 04:48:15h and (B)(4) 2013 08:52:00, it is impossible to list all boluses.

Event description:
Patient reported receiving an elevated blood glucose level of hi on (B)(6) 2013; took correction via the infusion device after changing accessories with no success. Patient stated she felt very sick, nausea, vomiting, and pain in her arms and legs. Patient's target blood glucose range was not provided. Patient reported her mother and friend called the doctor who called the ambulance and she was taken to the hospital where she received insulin via perfusor and stationary treatment from (B)(6) 2013. Patient stated after using the infusion device, her blood glucose level became elevated again. Patient reported the medical staff now thinks the infusion device delivery is inaccurate. No further information is available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.